Manufacturer narrative:
Philips has investigated this complaint. According to the information procedure was delayed less than 5 mins, but it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that system rebooted during the diagnosis. Upon functional test fse found system to be overloaded and rebooted. Customer was advised to change to only send modality specific work list to system. After change to only send modality specific work list, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x ray system was rebooting intermittently during case. The system was in clinical use and no harm has been reported to philips.